Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. There was no patient involvement reported.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to misassembly of the blower connector during servicing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).